Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: light-emitting diode (led) unit failure. A root cause could not be identified. Based on the results of the investigation, the most probable was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had error code e105, during inspection for use. There were no reports of patient harm.